Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine is not ultra-filtrating as it should and is frequently having test failures. There was no indication of patient harm or adverse event. The patient was able to continue and complete treatment with the same products. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon arrival the technician performed general inspection of hydraulics and there were no issues. He calibrated the ultrafiltration (uf) pump and conductivity. A functional test was performed successfully and the device was disinfected. The device was left in functioning order. This report was received from fresenius (B)(4).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The manufacturing records associated with the serialized device were reviewed by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the device evaluation performed on site, the alleged event could not be confirmed and a cause was not identified.